Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw = 3.18e. The unit passed displacement test. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Also the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. Finally most of the finish of the keypad overlay has rubbed off. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.